Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. Visual observation reveals that the sheath and the screw have considerable amount of debris on them. The sheath is broken into multiple pieces and hence the complaint can be confirmed. No further details were provided regarding the instruments used, bone quality and whether or not the insertion was off axis. We cannot discern a root cause for the reported failure at this time. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 5 other complaints for this lot of devices that were released to distribution. These 5 complaints were out of box failure and is being addressed under CAPA. At this point in time, no further actions are warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). ¿this report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.¿

Event description:
Our affiliate reported upon insertion, the device disintegrated/ broke. Screw used with sheath that broke also broke as a result. Sheath was removed and a new sheath was opened to continue with case. Case completed successfully. Slight delay in procedure. No reported adverse event to patient.